Event description:
It was reported that an unknown patient underwent an atrial tachycardia (at) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. There was air in the side port and there was backflow of saline from the sheath. It was reported that there was air in the port of the vizigo sheath when the pentaray was exchanged for the thermacool smart touch catheter. Additionally, there was some backflow of saline that went onto the patient. The sheath was exchanged for a cardioglide sheath and the issue was resolved and the case continued without any further incident. No patient consequences were reported. The bwi company representative stated that they didn't know what broke or if anything broke. There were bubbles noticed multiple times in the port when exchanging catheters. It is not believed that the hemostasis valve (gasket) broke into two or more separate pieces or if it detached from the sheath. No available photos. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. No blood return was observed. Bwi sales representative was editing map while staff replaced the sheath, so they do not have more information. From their understanding the staff noticed bubbles in the port on two different occasions and as a safety precaution changed the sheath. Hemostatic valve leak is MDR-reportable. Air flow into side port is MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-may-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial tachycardia (at) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. There was air in the side port and there was backflow of saline from the sheath. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Due to the conditions of the hemostatic valve, an internal action was opened. A device history record review was performed for the finished device 00001838 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).